Event description:
Patient reports visited dentist and since near end of treatment, the feedback was limited to indicating that two of the lower front teeth are loose. Possible bone erosion due to trying to move the teeth with aligners. Additional patient notes indicated dentist mention that at some point in the future tooth #9 may need to be removed and a bridge installed because of tooth #9 was damaged from the post of the crown. More than likely due to the bottom teeth repeatedly hitting that crown.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.